Event description:
On (B)(4) 2012, therakos received a call for a report of pressure done leak during treatment procedure. Customer noticed a blood leak appearing to come from the system pressure dome during a single needle mode (snm) treatment procedure at 600 ml whole blood processed (wbp). Customer stopped the treatment procedure immediately and clamped all lines off. Customer received no alarms in either prime or treatment procedure prior to the leak. Customer cycled the power then aborted the treatment. No blood/blood products were returned to the pt. Customer cleaned the pump deck of the blood leak. Customer stated pt was asymptomatic. Only oral fluids were given and another treatment was started completed successfully on this pt immediately following the incident.

Manufacturer narrative:
The complaint sample was not returned, therefore, the complaint of leak in the pressure dome cannot be verified. A review of the lot file for a307 was performed and showed that the lot met all release requirements. (B)(4).